Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during the irrigation and aspiration portion of a laser assisted cataract procedure of the right eye, the patient experienced a posterior capsule rupture. The reporter indicated the cortex was sticky and hard to remove when pulling away to open the capsule. The intraocular lens (iol) was placed in the sulcus and the wound was sutured due to enlarging for the iol placement. Upon follow up, the surgeon felt the laser attributed to the stickiness of the cortex, making it more difficult to remove than in traditional cases. Therefore; rather than hydro-dissecting the cataract as per normal procedure technique, the surgeon proceeded with a hydro-delineation technique.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the surgeon now states the laser did not contribute to the event, and felt the capsular tear maybe related to patient specific factors, where cortical cleanup was more difficult.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).